Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx3536 showed nineteen other similar product complaint(s) from this lot number.

Event description:
It was reported catheter luer type connector leaks water while replaces different brands of connectors. And also leaks when connected to a syringe. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.